Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a worsening of her pain condition in the upper back, mid back, left hip, low back and buttocks area. She also experienced difficulty walking and shaking in her left leg. Therefore, the patient was hospitalized, had an ultrasound to check for blood clots, and was given narcan as treatment. No further information could be obtained despite good faith efforts.